Event description:
It was reported that 2 bd phaseal optima infusion adapters (c100-o) had a bent spike. The following information was provided by the initial reporter: "it was reported that the adaptor bent at the tip when trying to spike dextrose bag. "

Manufacturer narrative:
H.6. Investigation: multiple photos were provided to our quality team for investigation. Through visual inspection, the claimed infusion adapter is observed with the tip of the spike bent. There are no defects or other issues observed on the adapter that could have contributed to the reported event. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification there is no damage to the product and all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal optima infusion adapters (c100-o) had a bent spike. The following information was provided by the initial reporter: "it was reported that the adaptor bent at the tip when trying to spike dextrose bag. "